Event description:
A customer reported discordant bnp results on two pt samples, and discordant ckmb and troponin ultra results on a third pt. When these samples were repeated on a different instrument, the results were different. Corrected reports with the repeat sample data were issued. Pt treatment was not prescribed or altered. There was no report of adverse health consequences as a result of the discordant results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant results were due to operator error, the acid and base bottles were installed in the wrong positions. The instrument is performing within specifications. No further eval of the device is required.